Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Cts assisted caller in loading a new cartridge following proper load technique. The customer loaded new cartridge on his own without cts on the phone to resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level.